Event description:
It was reported that a few days following a spinal cord stimulation (scs) procedure, the patient was admitted to the hospital with a suspected infection. There was no localized infection site, however the patient presented with symptoms of nausea and vomiting. The patient was administered antibiotics. A culture was taken, however the results are unavailable. The physician does not believe the event was device related or that anything happened during the scs procedure that may have caused or contributed to the event. The physician is unsure what caused the event, but the patient will be undergoing a gastric emptying test as they think there is a different issue. The patient was discharged from the hospital.